Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection was confirmed in the ascending aorta and the cause of the dissection was unknown. It was unknown if treatment was provided for the dissection.

Event description:
Additional information was received that the patient was hospitalized because a retrograde aortic dissection was suspected and the patient required a new scan to be performed.

Manufacturer narrative:
Updated fields: b2 b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image was provided for review. The patient¿s executive summary was not provided for anatomical review. It was reported that during a recapture attempt, the physician inadvertently turned the knob to deploy instead of recapture. Evidence in the static image provided showed that even though the point of no recapture had been surpassed, a recapture was performed which caused visible damage to the capsule. As stated in the instructions for use (IFU), rotate the deployment knob in the opposite direction of the arrows to recapture the bioprosthesis. If the radiopaque capsule marker band has not yet reached the distal end of the radiopaque paddle attachment, the bioprosthesis can be recaptured or repositioned. During deployment, the deployment knob provides a tactile indication as a notification before the point of no recapture. Once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment (point of no recapture), retrieval of the bioprosthesis from the patient (for example, use of the catheter) is not recommended. Retrieval after the point of no recapture may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-23, serial/lot #: (B)(6), ubd: 15-jan-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had mild calcification. Upon the first deployment attempt, it was necessary to recapture the valve for better positioning. However, difficulty recapturing occurred when the physician rotated the deployment knob in the direction of the arrows and opened the valve more than 80%, past the point of no recapture. The physician immediately started recapturing. Recapture was possible but a bent outflow strut may have occurred, causing capsule damage. Turning of the actuator was not difficult during deployment, and the capsule responded when the actuator was turned. The recapture difficulty led to extended patient hospitalization. The valve and delivery catheter system (dcs) were replaced, causing a procedural delay. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.